Manufacturer narrative:
This report is being initiated following an FDA field audit; it was recommended by the FDA field auditors that a completed review of past closed complaints be conducted for up to 2 years. This filing is a result of that.

Event description:
The doctor contacted pmt regarding a hole in the shell of a pmt tissue expander on (B)(6)2009. The product was received at pmt for eval on (B)(6) 2009.